Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty and a right total knee arthroplasty on unknown dates. It was further reported patient underwent revision hip procedures on (B)(6) 1983 and (B)(6) 1986 for unknown reasons. Subsequently, patient underwent a right hip and knee revision procedure on (B)(6) 2010 due to loosening of the acetabular cup and femoral stem. Operative notes indicate bowing and eminent fracture of the femur. It was further indicated loosening of the tibial knee component and instability.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-00623 & 02763 / 02765).